Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports rash on nose. Md seen. Received antibiotics, cream & facial rinse.